Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va04zvv, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their wires had not been functioning properly so they had to go in and replace them/they ¿changed out¿ their ¿wiring.¿ troubleshooting was unable to be performed as this was a past event mentioned. It was noted that the patient could not provide any further details about the event. No further complications were reported at this time.